Event description:
Litigation alleges that patient has experienced hip pain, difficulty walking for any significant period of time, fatigue, aching and the feeling of needles sticking her. Due to the pain and discomfort, patient has difficulty laying on her side at night and is awakened by the pain. Additionally, it is alleged that patient has elevated levels of chromium and cobalt in her blood. Patient will allegedly be revised sometime in (B)(6) 2012. Update: (B)(6) 2012 - the sales rep has reported the revision surgery. Patient was revised due to pain and fluid build-up.

Manufacturer narrative:
Depuy still considers this investigation closed.

Event description:
Litigation alleges that patient has experienced hip pain, difficulty walking for any significant period of time, fatigue, aching and the feeling of needles sticking her. Due to the pain and discomfort, patient has difficulty laying on her side at night and is awakened by the pain. Additionally, it is alleged that patient has elevated levels of chromium and cobalt in her blood. Patient will allegedly be revised sometime in (B)(6) 2012.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref. Wwcapa (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.